Event description:
I had my right knee replacement pushed back 4 times due to the company making the device. The company stated to me that the FDA makes them make the first 5 devices for cancer pts and child pts first. So, they could not make my right knee cap replacement until (B)(6) 2018 which caused me more pain and trouble that should not have happened. Do not have yet, I will get knee cap replacement.